Event description:
The customer reported that during surgery the gas-fluid exchange mode was not available. A system message was displayed. The surgery was not completed. Additional info was requested on the event and pt status.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).